Manufacturer narrative:
There have been no errors associated with this event.a field service engineer (fse) was dispatched: a) the fse replaced multiple parts. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accu tni) results generated by the unicel® dxc 600i synchron® access® clinical system for three patients.the results were reported out of the lab and were questioned by the physician.3. Upon repeat testing at the neighboring hospital the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.